Manufacturer narrative:
Patient information not available for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Subject device has been received and is currently in the evaluation process. DHR review for sterilization procedure: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 13.sep.2016, expiry date: 01.sep.2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.112.018 / h136408 was manufactured in u.s. DHR review for non-sterile 04.112.018, lot h136408. Part mfg date: 13 july 2016. Manufacturing location: (B)(4). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm ti lcp sup ant clavicle plate w/lat extn 7h/rt/123mm was processed through the normal manufacturing and inspection operations with one nonconformance noted. The ncr noted was (B)(4). The ncr is not relevant to the complaint because a gage failing to lock in the minor diameter combi-hole threads (feature q) would not contribute to the plate being broken due to repeated bending in the same area. This lot met all dimensional and visual criteria at the time of manufacture and release with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot was noted in a supplier quality engineering memo addressing (B)(4). The memo explains the raw material lot (lot #9892506) was bounded per (B)(4). During the nc investigation it was determined that each forging lot is recertified prior to acceptance and that since each lot is recertified, acceptance is on a lot by lot basis. The supplier engineering memo states that raw material lot #9892506 was found to be conforming. The raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the locking compression plate (lcp) superior anterior clavicle plate was used in surgery for clavicle diaphyseal fracture on (B)(6) 2017. The plate was broken after the surgeon bent it repeatedly at the same area. The surgeon later commented that the plate might have been overbent. The surgery was completed without a delay. There was no adverse consequence to the patient. This report is for one (1) 3.5mm lcp superior anterior clavicle plate this is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. One (1) plate (article 04.112.018s with lot l128467) received broken on one side. Complained issue (the plate was broken after the surgeon bent it repeatedly at the same area. The surgeon later commented that the plate might have been over bent) could be confirmed. Visual inspection showed that on the surface on different spots there are some scratches and marks. DHR-review did show that this lot met all dimensional and visual criteria at the time of manufacture and release with no issues documented during the manufacture that would contribute to this complaint condition. No manufacturing related failure could be found. Therefore, no further checks like measurements and material checks were provided. Visual inspection provided showed some scratches and marks we do assume caused while bending the plate to it. As complained and stated in the complaint description by the customer we do state that the plate was broken while bending. Therefore, we like to point on to the surgical technique page 9: due to varying patient anatomy, the plate may not be perfectly anatomical and slight plate bending may be necessary. Using bending irons, bending pliers, and/or the plate-bending press, contour the plate as needed. For an optimum fit, the plate can be bent at each notch in the plane of the shaft. For more leverage and control when bending, loosen the adjustment screw on the bending pliers so that the handles are closer together. If more adjustment is needed, make a series of small bends, threading the adjustment screw roughly half a turn at a time. Avoid bending the plate back and forth, as this can weaken the plate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.